Event description:
It was reported that during implantation of the lead, after a second repostion attempt, the helix screw did not extend. The physician decided to change the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.